Manufacturer narrative:
Follow-up #1: date of submission 06/23/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/10/2016 with the following findings: review of the pump history revealed manual prime of operation of 5.25 units performed on (B)(6) 2016 at 15:35. On investigation, a rewind, load and prime sequence was manually completed with no issues. No hypersensitive keys were observed on keypad. The pump was exercised for 24 hours with no un-programmed ¿primes¿ recorded in the prime history during this time. No prime issues were duplicated during testing. The force sensor measured within the required specifications. The total daily doses added up to correctly reflect the user¿s programmed basal rates. During investigation, the pump passed delivery accuracy testing and was found to be delivering accurately and within range. Investigation did not duplicate the complaint. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging that on (B)(6) 2016 the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 40 mg/dl with associated symptoms of headache, stomach pain and dizziness. The patient reportedly received treatment above and beyond the usual routine of diabetes care and management, requiring assistance from a third party as a result of the reported hypoglycemic event. Details of the patient's treatment were not provided by the reporter. The reporter alleged that the pump was priming and recording the priming event in the history when nobody was actually priming the pump. This complaint is being reported because the patient reportedly experienced a serious adverse physical event while on insulin pump therapy due to a prime issue in which there is a potential for insulin over delivery if the patient is not disconnected from the pump during the load cartridge step.